Event description:
It was reported surgeon revised broken gamma nail from patient's right hip. Surgeon replaced with a zimmer nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.